Manufacturer narrative:
Visual inspection concluded the thumb screw is fractured and the threaded portion is missing. The rubber o-ring is also missing. The diameter of the shaft is conforming to print specifications. The device was used for treatment. The device was manufactured in september 2011, and has a potential field age of over 2 years to date. A complaint history search returned no additional complaints for the reported lot. The thumb screw is intended to be used as a secondary locking mechanism after the dovetail feature. A definitive root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the surgeon impacted the offset impactor for acetabular cup insertion and a screw broke at the base of the alignment frame instrument.